Event description:
Philips received a complaint from customer biomed reporting the check vent backup failure alarm activated and could not be silenced on a v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the device with biomed and confirmed error code (auxiliary alarm supply failed) in the diagnostic report log. The presented error code indicates three consecutive test measurements of the auxiliary alarm supply failed to met specifications. The rse advised replacement of the mc (motor control) pcba (printed circuit board assembly) per service manual recommendation and provided the customer with the part number.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00345. All information from the original report(s) has been transferred to this report.